Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a corrupt files error messages and was not saving images. No pt injury was reported.